Manufacturer narrative:
(B)(4). Date sent: 12/26/2023. D4: batch # unk. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. 2 reloads have same issue. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # 104a25. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was loaded on the device. The sled was received in the home position; however, two double drivers were noted up without staples on the proximal end, this condition was most likely due to the premature sled movement. The condition of the driver's up shows that the reload was partially fired 1/16 causing the reported event. However, it is possible that the reload was manipulated, and the sled was manually returned to its home position. The returned reload was loaded into a test device. The reload was tested for functionality with a test device and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 104a25, and no non-conformances were identified.